Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department for an unspecified; therefore, specific pt info, pump programming, or event details were not available. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.